Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2013; dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent non-capture of a biventricular paced beat on the presenting electrograms (egm). It was noted that the healthcare professional confirmed that the lead is capturing and that there were missed beats on telemetry due to lead placement/under-sensing. The lead remains in use. No patient complications have been reported as a result of this event.